Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. An examination of the returned device identified that the balloon had been inflated and was not refolded. Positive pressure was applied, however the balloon did not inflate. The device was soaked in the waterbath at 37 degrees celsius to soften any hardened medium that may have been present in the device. The device was removed from the bath and was attached to an encore inflation device and positive pressure was applied. The balloon was successfully inflated to its rate of burst pressure of 12atm (atmospheres) with no leaks or drops in pressure noted. The pressure was held for 30 seconds, this was recorded with digital timer g24609. The inflation device was verified at 12atm (atmospheres), before and after use with a calibrated pressure gauge. This inflation to rate of burst pressure of 12atm (atmospheres) was repeated three times and with no issues or drop in pressure noted. A visual and microscopic examination of the balloon material identified no issues that could have contributed to the complaint incident. The balloon and blades of the device were visually and microscopically examined, and no issues were noted that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon surface. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination of the shaft and hypotube identified no issues. No issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 10/2.50 flextome monorail cutting balloon was selected for use. During procedure, it was noted that the device failed to cross and ruptured upon dilation at the lesion area. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 10/2.50 flextome monorail cutting balloon was selected for use. During procedure, it was noted that the device failed to cross and ruptured upon dilation at the lesion area. The procedure was completed with a different device. No patient complications were reported.